Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), bladder disorder ("bladder problems or changes") and genital haemorrhage ("heavy bleeding") in an adult female patient who had essure (batch no. 678816) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included loop electrosurgical excision procedure, cholecystectomy, delivery and depression. Previously administered products included for an unreported indication: birth control pills. Concurrent conditions included carpal tunnel syndrome. Concomitant products included misoprostol (cytotec) and piroxicam (feldene). On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2011, the patient experienced bladder disorder (seriousness criterion medically significant) and urinary tract disorder ("urinary problems or changes"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("lower abdominal pain"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding( vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). The patient was treated with surgery (total hysterectomy,salpingectomy(bilateral removal of fallopian tubes)oophorectomy(one side removal)) and surgery (interstim implant). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, bladder disorder, abdominal pain lower, urinary tract disorder, dysmenorrhoea, vaginal haemorrhage and menorrhagia outcome was unknown and the genital haemorrhage and abdominal pain had resolved. The reporter considered abdominal pain, abdominal pain lower, bladder disorder, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: four and six cails were noted. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event : vaginal haemorrhage. Most recent follow-up information incorporated above includes: on 13-jun-2018: pfs+mr received, reporter added, historical condition and drug added, concomitant drug added ,events added as :- bladder or urinary problems or changes, dysmenorrhea (cramping), abdominal pain lower, abnormal bleeding (vaginal, menorrhagia), abdominal pain, heavy bleeding. Incident: at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she had surgery to remove the essure implant.). Essure was removed in 2012. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), bladder disorder ("bladder problems or changes") and genital haemorrhage ("heavy bleeding") in an adult female patient who had essure (batch no. 678816) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included loop electrosurgical excision procedure, cholecystectomy, gravida ii and depression. Previously administered products included for an unreported indication: birth control pills. Concurrent conditions included carpal tunnel syndrome. Concomitant products included misoprostol (cytotec) and piroxicam (feldene). On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2011, the patient experienced bladder disorder (seriousness criterion medically significant) and urinary tract disorder ("urinary problems or changes"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("lower abdominal pain"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding( vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). The patient was treated with surgery (total hysterectomy,salpingectomy(bilateral removal of fallopian tubes)oophorectomy(one side removal)) and surgery (interstim implant). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, bladder disorder, abdominal pain lower, urinary tract disorder, dysmenorrhoea, vaginal haemorrhage and menorrhagia outcome was unknown and the genital haemorrhage and abdominal pain had resolved. The reporter considered abdominal pain, abdominal pain lower, bladder disorder, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: four and six cails were noted. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event : vaginal haemorrhage . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 14-aug-2018: quality safety evaluation of ptc ( product technical complaint ) incident: at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.